Manufacturer narrative:
(B)(4). According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, when a physician attempted to remove a right ventricular (rv) lead from the header of this device, the terminal pin was observed to be stuck and the coils of the rv lead ended up getting stretched. The physician had to break the header of the device to release the lead and upon removal, the terminal pin was noted to be bent. The device was explanted and is no longer in service. No adverse patient effects were reported.